Event description:
Pt underwent a femoro-popliteal procedure. In 2003. The following month, a perigraft fluid collection was observed. Site was punctured to evacuate liquid. Collected liquid was then cultured and found negative. It was reported that the pt is now doing well.